Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber durng a prostate procedure, the "aiming beam was shining straight out the end of the fiber cap at 65,471 joules. The procedure was completed using a second fiber. Patient outcome: "there was no patient injury".